Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient for the infusion set tape not sticking. After taking bath the tape was peeled off. No further information was available.